Event description:
It was reported that the patient's right hip was revised due to femoral periprosthetic fracture. A competitor stem and head, and a stryker liner were revised. Rep confirmed there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event:  an event regarding periprosthetic fracture involving an adm liner was reported.  Conclusion:  it was reported that the patient's right hip was revised due to femoral periprosthetic fracture. A competitor stem and head, and a stryker liner were revised. Rep confirmed there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant.  No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported that the patient's right hip was revised due to femoral periprosthetic fracture. A competitor stem and head, and a stryker liner were revised. Rep confirmed there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.